Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that she was at 4.5 volts and was leaking. Stimulation was uncomfortable. It was noted that she fell twice in the (B)(6) prior to this report had had tremors. The manufacturer representative (rep) reported that the patient had been doing well after implant and he had spoken to the healthcare provider (hcp) on the day of this report who reported that the patient had started leaking again. It was noted that the patient had some issues; she had some cognitive issues but was very sharp. The patient had tried to turn stimulation up but got to the point where it was uncomfortable if she increased. It was noted that the patient had had some utis over the last year. The rep was waiting to hear back from the hcp to determine if they were related. It was thought that the patient would benefit from a program change. It was noted she had been on program 1 since implant. The leaking began in (B)(6) 2015 and the uncomfortable stimulation began in (B)(6) 2015. The tremors occurred over a year ago in 2015. Indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.